Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the device was connected to the old lead, but the device failed function. The device was then connected to a new lead, but it failed to function again. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.